Manufacturer narrative:
The service technician found the brakes were not completely secured down and that the brakes are functioning as designed, user error.

Event description:
The account alleged that the beds brakes will not hook. No pt impact.